Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier scanner had failed and required maintenance. A field service engineer (fse) confirmed that work was performed by a third-party contractor. Biometric identifier universal serial bus (usb) cable was reseated at both ends. Biometric identifier tested successfully and is now working as intended. Hardware test application inspection and calibration passed. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was malfunctioning. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.